Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported there was an overdischarge due to patient compliance. The ins would not connect to the recharger. The device was in overdischarge. The patient reported it has not been holding a charge very well. Antenna locate was used to jump start, charged to 25%, and cleared power on reset (por). The patient was instructed to charge to full every day for a week. The patient stated she gets 99% relief with the device. The patient was to be scheduled for an ins replacement. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated their device has not been holding a charge as well as it used too because it's closer to end of life. The doctor decided to start the replacement process. The factors that led to the patient's overdischarge/planned replacement was due to patient compliance and the battery not hold a charge very well. The cause of the ins not holding a charge very well was not determined. It's unknown when the patient's ins will be replaced. No further information was reported.